Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the device was thoroughly analyzed. The service department confirmed the reported error code 455 (saline pump self-test error), which indicates that the roller pump was not turning during the power-up sequence. A loose wire was found between the pump and the board. The wire was reinserted and properly secured, resolving the issue. The generator had already received all required updates and was found to be in overall good physical condition. The unit successfully passed all functional and electrical safety tests. The root cause for the loose wire could not be determined; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.